Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure of a heavily calcified arteriovenous (av) fistula, a 7x40x80 fox plus pta catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 14 atmospheres. The 7x40x80 fox plus pta catheter was withdrawn from the patient anatomy without resistance and a new same size fox plus pta catheter was used to successfully complete angioplasty of the av fistula. Reportedly, there was a previously implanted stent in the patient anatomy but the physician believed the balloon rupture occurred due to the heavy calcification. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.